Manufacturer narrative:
Medtronic evaluated the device and observed proper operation through full functional and performance testing. The device was returned to the customer for use.

Event description:
Paramedics responded to a pt in full cardiac arrest. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed with ventricular fibrillation. The device was charged, but according to the reporter, it would not deliver energy to the pt. A backup already at the scene was immediately called for and used. The pt was transported to the hosp, but was not resuscitated. The reporter indicated that the pt's death was not caused or contributed to by the use of the device.